Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 54-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and was awaiting a heart transplant. Blood was noted in the purge side arm. Pump function was normal with no alarms. The doctor did not want to remove the pump because the patient was awaiting a heart transplant.

Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed. The device was returned for benchtop investigation. Based on the clinical information provided, blood was leaking from the red impella plug and purge sidearm. The device was returned with catheter cut open close to the motor housing. Visually inspected and no blood found inside the purge line. No dried blood inside the purge sidearm reservoir or filter was seen. The red impella plug was opened and blood was observed inside and leaking from both ends of the gray connectors through the catheter. Several punctured suture holes on the catheter close to 25 cm mark was observed. The cause of the product damage (hole in the catheter) issue was use related due to multiple suture holes punctured in the catheter leading to leaking of blood through the red plug.